Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated the reported condition of "cord is damaged near the hand piece" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device's "cord is damaged near the handpiece." It is known that the device was not being used during surgery and no patient or user injury or medical intervention occurred. There was no additional information provided.